Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon was conducting a hernia repair and deployed the disposable cartridge to the end of the construct wire. A second disposable cartridge was loaded, and test fired outside the patient. The salute would only fire straight wire deployments.